Manufacturer narrative:
Additional information: h6 and h11. The device was not received for evaluation; therefore, a device analysis could not be completed. The share source log data was reviewed and there was no therapy data available from (B)(6) 2026 to (B)(6) 2026 (reported occurrence date). The reported condition was not verified. The cause of the condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported an automated peritoneal dialysis patient passed away while connected to a kaguya home pd system. The event occurred during an unreported process step of therapy. The cause of death was not reported. It was not reported if the patient was hospitalized prior to death or if an autopsy was performed. Additional information related to the patient event, patient¿s demographics, medical condition, medical history or medical intervention was not reported. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.